Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular inspection, the cs100 intra-aortic balloon pump (iabp) unit had caster damage. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (health effect - clinical, type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the d401-00-0061 caster, color ral 9002. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.